Event description:
It was reported that the device had a service indication and several error codes repeatedly logged in the memory indicating a possible device lock-up. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the several error codes logged in the device memory. Physio replaced the programmed user interface and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.